Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. (B)(4). As of 06/15/2010, that number was de activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4). When reviewing similar reportable events for autolift, we haven't found any other similar cases where seat dropped during use. We have been able to establish that there is no complaint trend concerning these kind of events. Device examination provided in incident description form (idf) showed that device condition was good. On first inspection the locating plunger wasn't visible and the hoist was resting on the bath edge, the lifting tube assemble was removed and function of the plunger checked which was found to be a little slow but acceptable to lock, the lifting tube assembly was reinserted and he plunger located. A full function test was carried out and the hoist functioned in line with its specifications. It was not possible to recreate this event. Iof informs also that involved hoist was due for a loler inspection (february 14), however there are no stickers on the machine to show this was carried out. Service records for involved autolift were provided: 2014-07-21 - full service and load test (after reported incident); 2013-03-13 - device examination, replaced: spring, handle assembly, seat plug, outer tub, seat shell (it has been notified that during this visit device could not have been located); 2013-09-05 - device examination, replaced parts from visit on 2014-03-13 the device was inspected by an arjohunueigh representative at the customer site and found to be in line with its specifications. The device was being used for patient handling and in that way contributed to the event. From received information there is no indication that any injury occurred as a result of this incident - a "5 why'' analysis has been performed in relation to reported incident. From received information we are not able to establish the exact root cause of this incident. Device examination by arjohuntleigh representative showed that the device met its specification, also it wasn't possible to recreate this event. However, it is most likely that sprung loaded peg was accidentally pushed into the base. This could led to dislocation of it in the inner tub and drop of the frame with a seat. Complained product is subject to wear and tear to preserve its safety and performance preventive maintenance should be carried out. List of recommended steps can be found in instruction for use (bx05260.gb.issue 4). User is obliged to check: "all external fittings are secure and that all screws and nuts are tight "a general visual inspection of all external parts should be carried out periodically and all functions should be tested for correct operation, to ensure that no adverse damage has occurred during use." We have not been able to find any contributing manufacturing anomalies. Reference importer report# 1419652-2014-00197.

Event description:
It was initially reported by company representative that the seat dropped during use with the patient. The patient walked to the bathroom using a 4 wheeled frame she was ready for the bath, before the resident was put on the hoist, the carer checked the function of the hoist ensuring it was locking in the correct position and lifted and lowered correctly. The patient was assisted to the chair and sat on the seat, once comfortable, the carer raised the seat using the winding mechanism. Once the chair was above the edge of the bath, the carer started to rotate the hoist as the seat swung across the edge of the bath, the seat and frame dropped approx 75mm with the seat and frame resting on the bath edge. The carer attempted to lift the seat using the winding handle, it rotated but with no lifting occurring, at this point, the carer summoned help and the lady was removed from the hoist with the use of some short steps. From the information received, there is no indication that any injury occurred to the patient or caregiver.